Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 03.019.017, lot # 8411990, manufacturing site: werk hagendorf, release to warehouse date: 16 july 2013, expiration date: n/a, supplier: n/a. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the depth gauge f/multiloc hum nail syst had broken from the laser weld that attaches the shaft (60073052) from the measuring hook (60073050), both components were returned for evaluation. No other defaces were observed. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the depth gauge f/multiloc hum nail syst would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The photo investigation revealed that the 03.019.017, depth gauge f/multiloc hum nail syst was broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for humeral surgery neck fracture with depth gauge. When the surgeon took measurements, the weld on the hook of the depth gauge came off and remained in the body. It took about 10 minutes to remove the hook part from the patient's body. The surgery was completed successfully within 30 minutes delay. Patient status/ outcome: stable. No further information is available. This report is for one (1) depth gauge f/multiloc hum nail syst. This is report 1 of 1 for complaint (B)(4).